Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the patient saw a por. The patient's therapy has stopped due to a por. The patient went to turn their implant on in the morning and they are getting an informational por message on the patient programmer and the recharger screen. The patient stated that they turn their implant off at night. The patient was walked through clearing the por . The patient successfully cleared the por after syncing and pressing the navigation key. The patient was able to turn the therapy back on and the therapy is adequate. The issue was resolved at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.